Event description:
On (B)(6) 2024, during monitoring as part of the pas study, apifix was made aware that patient #(B)(6) (pas # (B)(6) reportedly has a device with loss of proximal fixation {superior screw loosening}. Patient reportedly has right shoulder pain and pain when sneezing/coughing. Patient scheduled for revision surgery on (B)(6) 2024.

Manufacturer narrative:
A review of the apifix device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. On (B)(6) 2024, during monitoring as part of the pas study, apifix was made aware that patient # (B)(6) (pas (B)(6) reportedly has a device with loss of proximal fixation {superior screw loosening}. Patient reportedly has right shoulder pain and pain when sneezing/coughing. Patient scheduled for revision surgery on (B)(6) 2024. On (B)(6) 2024 patient underwent revision surgery during which the surgeon replaced the two pedicle screws with longer screws. Nothing was changed with the actual apifix construct. No report of patient harm/complications was received. Apifix notified the manufacturer of the poly-screws of this incident. Explanted screws returned directly to screw manufacturer. Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev s. Screw loosening is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally. Screw loosening can result from infection, improper insertion at the index surgery, osteolysis, or improper screw size selection.